Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm during self test. Customer's blood glucose was 109 mg/dl. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed a self test and the test did not pass. Customer also reported that the insulin pump had received motor arm failed self-test. Customer stated that they ran self test and second time passed the test. Customer stated that they performed rewind load process and successfully completed as well as ran the displacement test and the test was pass. Customer stated that ran self test and was interrupted by hardware low level failure alarm. Customer troubleshooting was performed for insulin pump error and troubleshooting was declined for high blood glucose level. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly. No unexpected pump error 64 alarms noted during testing.